Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with cracked retainer and pillowing keypad overlay and scratched case. However, unit was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.